Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 2:30 pm. Patient stated that he was getting a high reading on the prodigy meter of 196 mg/dl. Patient said he became alarmed and took 4.6 units of insulin. Patient said he normally takes 3 units of insulin. Medical intervention took place when patient went to an unrelated doctor's appointment. While he was there, he tested his blood glucose 2 more times with the prodigy meter, getting results of 153 mg/dl and 173 mg/dl. Paramedics were called. No treatment was given while waiting on the paramedics. Paramedics arrived and performed a glucose test and the result was 42 mg/dl. Approximately 15-20 minutes passed between testing with the prodigy meter and the paramedic's meter. Patient was only given an IV by paramedics. Patient was not sure of glucose results before paramedics left. Pdc sent replacement and prepaid envelope requesting return of suspect device.